Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported feeling dizzy. As a result, a holter monitor was provided. After reviewing the holter monitor resulted, greater than two seconds of a cardiac pause was identified. It was indicated further testing would be performed. Extensive testing was performed and the issue could not be reproduced. No adverse patient effects were reported.